Manufacturer narrative:
Device-b. Date sent: 12/11/1998. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the device jammed upon initial firing. A second ems was opened and the same thing happened. A third ems was opened to complete the case. There was no consequence to the patient.